Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) shaft seal out of position; full lead returned and analyzed.

Event description:
It was reported that during implant, the helix was repositioned 9 times. After these attempts, the helix was no longer functioning. The lead was removed and replaced with another. The lead was returned to the manufacturer and subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.